Event description:
A report was received that a lead revision was recommended to the patient due to high impedances.

Event description:
A report was received that a lead revision was recommended to the patient due to high impedances.

Manufacturer narrative:
Additional information was received that the patient will not undergo a lead revision at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.